Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch # 338d19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged. The reload had the proximal 3 driver up without staples. However, 4 staples were noted to be missing scattered along the staple line. Due to condition of the reload no functional test was performed to preserve the evidence. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 338d19, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)?yes lockout was there, only 2-3 staples both side seems pushed, there was no cut though, as reported. Staple pins seems in between only or, did the device start to deploy staples and cut but could not be completed (partial fire)? Na. Did the device staple? No, only starting push was there only 2-3 slots both sides. If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Na. Did the device cut? No. If the device cut, was the cut line complete? Na. Were the cut line and staple lines equal? Na. Was the device fired across a staple line? Na. Was there a patient consequence? If yes, how was the issue addressed? No. Is the current patient status known? Patient discharged successfully was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure the cartridge misfired. New cartridge used, the procedure was successfully completed. There were no patient consequences.